Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. Due to this inappropriate atrial tachy response (atr) were store and three inappropriate shocks were delivered. Further review of the device was recommended. This device remains in service. No further adverse patient effects were reported.